Manufacturer narrative:
The synchroseal instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the plastic ring became separated from the synchroseal instrument. The surgeon noticed it, removed the piece, ensured all pieces were removed, and exchanged for a new instrument. The procedure was completed.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the synchroseal instrument was received and failure analysis found the instrument to have the jaw cover torn. The tears measured roughly 0.1190" x 0.1415". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears.

Event description:
Refer to h11 for follow-up information.